Event description:
It was reported that the pt underwent cervical fusion at c5-c6 in 2001. Post-operatively, the pt did well. In 2002, the pt began to experience worsening neck pain. The pt elected not to undergo another fusion surgery at that time. In 2008, the pain progressively worsened and the pt developed left arm symptoms. Cervical x-rays showed evidence of solid fusion at c5-c6. The hardware was in good position. There was no evidence of complications at the c5-c6 surgical level. MRI confirmed solid fusion at c5-c6. The pt was diagnosed with cervical stenosis at c3-c4 and disc protrusion at c6-c7. The pt started physical therapy but did not receive adequate pain relief. In late 2008, the pt underwent a two level cervical fusion (acdf) at c3-c4 and c6-c7, and removal of the anterior plate instrumentation at c5-c6. The pt was seen for follow up in early 2009. X-rays revealed one of the screws at c7 had backed out about 4-5mm and the other screw was proud. The hcp stated the locking mechanism failed. The surgeon was concerned that the plate was separating from the vertebral bodies. The pt underwent revision surgery the same day, for re-exploration and explantation of the screw at c6-c7. Intra-operatively, no screws were able to be placed in the lower aspect; however, the upper aspect was reaffixed. The pt tolerated the surgery well and was discharged home two days later. The pt was seen for follow up the following month. X-rays showed the hardware was in satisfactory position. The pt complained of some residual difficulty with aspiration and hoarseness suggestive of laryngeal nerve irritation. The pt was improving. It was also reported that during follow up visit in early 2009, the pt complained of a sore throat and hemoptysis after a violent sneezing episode. The pt was seen for follow up a week later. The pt was feeling better and his swallowing problems had improved. The pt had some redness in the upper aspect of his vertical incision but no drainage, fever or chills. It appeared that the pt was having a slight reaction to the suture material. The pt was treated with antibiotics prophylactically.

Manufacturer narrative:
Patient records did not indicate the part number of the screw that backed out, therefore, the manufacturer is unable to determine which device is the suspect device. No product was returned for eval. Serial x-rays of the cervical spine verify a successful outcome of acdf and plate at c5-c6. Subsequent films shows similar acdf at c3-c4 and c6-c7. The plate at c6-c7 was slightly proud. The lower screws backed out at c7. The lower screws at c7 were removed.